Event description:
The pt reported that volume discrepancies have been noted. The pt has experienced falls, fevers and states "pump is leaking". The pt is scheduled to have the pump replaced. A follow-up repot will be sent if add'l info becomes available.

Manufacturer narrative:
.